Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the patient was noted to have a cuff leak. The therapist performed a minimal leak technique on the patient and leak was removed. The cuff pressure was verified by the pressure manometer and was within normal limits. The therapist checked the tube with manometer again two hours later and noticed the cuff pressure was below normal range. The patient was extubated without any issues. No patient harm reported.